Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 in the afternoon (exact time not specified). The patient reportedly manages her diabetes with unknown type of oral medication and denied making any changes to her usual diabetes management routine. She claimed that at an unknown time after attempting to test with the subject device, she developed symptoms of "thirst" but denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter powered on with the power button and with the test strips, therefore the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.